Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and performed reader camera optics and adjustments. A new reference image was created. Qc was verified. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B)(4). Refer to medwatch # MFR 1056600-2009-00182 regarding a similar incident that occurred on (B)(6) 2009.

Event description:
The customer reported that a false negative antibody screen result was obtained on the ortho provue analyzer. On (B)(6) 2009, the customer contacted ocd customer technical services (cts) and reported that on (B)(6) 2009, a sample resulted as negative on the provue. However, manual gel test was positive (1+). No antibody was identified. The sample was sent to reference lab. The sample had no previous history of antibodies. No erroneous results were reported.